Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the customer disconnected and reconnected at the luer lock. Cts instructed the customer to tighten and secure the connection. The customer was able to see insulin drips after another attempt of fill tubing.